Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that system had an uptime of 45 minutes with services not running because they were set to manual. A technical support specialist (tss) restarted the services and startup type was changed to automatic delayed start, after which message flow was confirmed. The tss also found that the device had unexpected reboot and that would need to be reviewed by hospital information technology (hit). Later the customer reported that the pyxis fill had not crossed for three hours, requiring staff to pull medications manually, and requested confirmation before the next fill. Further the tss explained the customer that the trigger failed due to the carefusion coordination engine (cce) service not running earlier. Then the customer confirmed that the trigger crossed successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all medications were not crossing over to the carousel in all the stations. None of the stations entered critical override. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.